Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approve specifications. Additional complaint information monitoring for potential safety signals will be conducted through trending as part of the post-market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The calcar planer instrument (part number 9110-3003 and 9110-3002) used during a hip surgery on (B)(6) 2024 at the surgical institute of reading by the surgeon broke while grinding and torquing the broach trial.metal shavings were found inside the instrument, there was no evidence of them being left in the patient's body.the surgeon completed the case using another size calcar planer, and the broken instrument was retrieved after the surgery.